Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device gave a speaker error. Loss of audio has not been ruled out. The device was in use on a patient. There was no report of patient or user harm. To resolve the issue, the speaker was replaced. The device remains at the customer's facility. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device gave a speaker error. Loss of audio has not been ruled out. The device was in use on a patient. There was no report of patient or user harm. A philips field service engineer (fse) went to the customer site and determined that the issue was associated with the speaker. To resolve the issue, the speaker was replaced. Good faith effort was made to determine if the speaker produced sound, but no additional information was provided. After part replacement the device was returned to functional use with no further issues identified. No further investigation or action is warranted at this time.